Manufacturer narrative:
The scu for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found.

Manufacturer narrative:
Additional information: a medtronic representative reported that the navigation system has been used in subsequent procedures without issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic. The logs showed intermittent universal serial bus (usb) connection errors.

Manufacturer narrative:
The polaris spectra system control unit (scu) to positioning sensor unit (psu) cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The I/o hub for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a spinal fusion, the communication with the camera of the navigation system was lost for twenty minutes. It was noted that the camera cycled power every two minutes prior to the loss of functionality. A second medtronic navigation system was brought in for the procedure. It was reported that the issue occurred prior to an incision being made. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.